Manufacturer narrative:
Reported issue could not be replicated. In trouble-shooting, the medtronic representative made recommendations to the site to always look for metal in the field and check the emitter details. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in an ear, nose and throat (ent) procedure, the site's navigation system stopped tracking everything. The site could not track the instruments or the patient tracker. The surgeon opted to abandon the use of the navigation system and continued the procedure to completion without navigation. There was no delay of therapy. There was no impact on patient outcome.